Manufacturer narrative:
E1: patient city:(B)(6). Pateint country: china.

Event description:
Unomedical reference number (B)(4). Event occurred in china. On 15-june-2024, it was reported that patient faced infusion set leaking event. No further information available.